Event description:
Vague report received from baxter-finland states "the 48 hours infusion was 7 hours too short." Report indicates infusor contained 1800mg of 5fu and d5w for a total volume of 240ml. Report states no pt injury resulted. No additional info is available.